Event description:
Urgent field safety notice 078d0966-02 dated june 2010 stated siemens healthcare confirmed lower than expected specificity rates for certain lots of the advia centaur hbct assay. Recommendation was that samples with initial results equal or greater than 0.50 index value be retested in duplicate and that samples repeatedly equal or greater than 0.50 index value (by at least two of three results) be considered reactive for hepatitis b core antibody, total (hbct). Reagent lot # 51071033, mentioned in above notice, was used for proficiency testing following recommended testing protocol. Two of the five proficiency samples failed. These samples were repeatedly reactive following the above protocol, however they should have been nonreactive: they were nonreactive when tested using a new lot of this reagent. We are concerned that the siemens recommendation on this lot will not accurately detect false reactive results. We are reviewing positive patient results reported from this lot # of hbct reagent.====================== health professional's impression======================re-testing ineffective.